Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery in (B)(6) 2016 and mesh was implanted. It was reported the patient underwent partial removal of the mesh in (B)(6) 2016. It was reported the patient experienced severe pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/25/2019. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.